Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer entered a correction factor of 1:3 instead of 1:30. Customer did not deliver the bolus and blood glucose level was not impacted. Customer changed the correction factor to 1:30 and the bolus calculation was what customer would normally expect.